Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Customer¿s blood glucose value was 154 mg/dl. Reportedly, the customer was able to charge the pump with an alternate adapter.